Event description:
Additional information was received that the patient presented for follow up and all shocking vectors now had out of range impedance measurements. Further review found that when the patient squeezed their hands together, noise on the lead was recorded on the electrogram (egm). Boston scientific technical services (ts) was consulted and recommended a replacement procedure. The physician agreed with technical services's recommendation and discussed replacement with the patient. However, the patient is undecided if they will undergo the procedure. At this time the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) have exhibited a gradual shock impedance increase from 100 ohms to greater than 150 ohms for an unknown reason. It was noted that the rate sense impedance and threshold measurements are within normal limits. Boston scientific technical services (ts) was consulted and discussed the option of further testing, however no further testing has been performed and the physician has chosen to schedule the patient for an upgrade procedure. At this time the rv lead and ICD remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that the patient is now being followed at a new clinic. The shock impedance for the ICD and rv lead continues to be high and out of range. Further review of the data stored in the ICD found the out of range impedances started five months earlier than previously determined. The increase has been gradual and a cause remains unknown. The patient is still undecided if they will be undergoing a revision procedure. The ICD and rv lead remain in service and no adverse patient effects were reported.